Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The complaint of an incorrect catheter was able to be confirmed by the photo. The first photo revealed the product lidstock stating "3 lumen" and the second photo displayed a 2-l catheter in the kit. This issue is likely packaging related. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged". The customer report of an incorrect catheter was confirmed by visual inspection of the customer supplied photos. The lidstock stated "3 lumen" but the customer received a 2-l catheter. A device history record review was performed, and no relevant findings were identified. Based on the customer description and photos, packaging likely caused or contributed to this issue. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported when opening the package, prior to use, it was observed the catheter was a two-lumen and not a three-lumen catheter. Another device was requested for use.

Event description:
It was reported when opening the package, prior to use, it was observed the catheter was a two-lumen and not a three-lumen catheter. Another device was requested for use.

Manufacturer narrative:
(B)(4). The customer provided two photos for analysis. The complaint of an incorrect catheter was able to be confirmed by the photos. The first photo revealed the product lidstock stating "3 lumen" and the second photo displayed a 2-l catheter in the kit. The customer also returned one opened cvc kit containing: 2-lumen catheter, ars, dilator , introducer needle, and swg assembly. Visual inspection of the lidstock confirms that the kit was supposed to contain a 3-lumen catheter; however, the catheter returned was a 2-lumen catheter. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged." The customer report of an incorrect catheter was confirmed by visual inspection of the returned sample and the customer supplied photos. The lidstock stated "3 lumen" but the customer received a 2-l catheter. A device history record review was performed, and no relevant findings were identified. Based on the returned sample, customer description, and photos, it was determined that packaging likely caused or contributed to this issue. A non-conformance was already initiated to further investigate this issue prior to the sample being received. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when opening the package, prior to use, it was observed the catheter was a two-lumen and not a three-lumen catheter. Another device was requested for use.